Event description:
The user received a questionable aspartate aminotransferase (ast) result for one patient sample from the analytical d module analyzer serial number (B)(4). The initial result was 89 u/l and the repeat result was 19 u/l. The initial result was reported outside the laboratory. The physician did not think the result fit the clinical picture and he requested a repeat analysis of the sample. The patient was not adversely affected. The ast r2 reagent lot number was 63316001. Upon evaluation of the analyzer, the field service representative found the cell blank nozzles were intermittently dripping. He flushed the cell blank valves and adjusted the cell blank level. To verify the analyzer operation, he ran calibration and quality control with results within the specified limits.